Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was implanted with two chronic non boston scientific leads and is exhibiting noise. Boston scientific technical services (ts) reviewed the episodes and believes there is lead on lead contact as the noise appears on both channels simultaneously. A setscrew issue cannot be ruled out, however, the likelihood of both setscrews being loose is much less probable. No adverse patient effects were reported.